Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was noted on the device. Reprogramming is anticipated to be performed to resolve the event but not yet scheduled. The patient experienced no adverse health consequences.